Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation. During a procedure to treat persistent atrial fibrillation (considered off-label use) using a farawave pulsed field ablation catheter, the patient developed atrial flutter subsequently applications were made to the cavo-tricuspid isthmus (cti) and mitral isthmus line. During energy delivery the physician reports possible microbubble formation during energy delivery. Following ablation of the mitral isthmus the patient developed st-elevation. Due to the patients blood pressure of approximately 80/60 nitroglycerin was not given. A cardioversion was also performed at this time. An angiogram was performed which ruled out air embolism or a true ischemic event. After twenty minutes, the patient returned to baseline and was stabilized without the need for nitroglycerin. The patient then experienced a brief episode of ventricular tachycardia lasting about five seconds, followed by a return of the st elevation. An angiography showed no evidence of occlusion, blockage, or stenosis in the coronary arteries. The patient was admitted to the intensive care unit (ICU) overnight. It was further reported that the patient experienced a seizure and stroke approximately 8 hours post procedure. CT was performed and MRI was scheduled. The results were not available. There was no sign of thrombus formation nor was one seen. Activate clot time (act) stayed north of 450 for the entire procedure. The physician believes this to be a watershed stroke. The device is not expected to return as it was disposed. No further information is available. It was further reported that the physician believes the seizure and stroke not to be farapulse related. The patient shows minor improvements day by day and a large hemisphere of the brain was affected. It is not known if the patient has been discharged or not. No further information is available.